Event description:
It was reported that one day after implant, the lead had a loss of capture. The physician thought that the patient had a lot of trabeculation in the right ventricle which lead to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.